Event description:
A report was received that the pt's precision system was explanted due to an infection. The pt's pocket site was filled with pus. The pt was given vancomycin IV and changed over to ceftriaxone IV. The physician does not believe the infection was device related. The pt is reportedly doing well following the procedure.